Event description:
As reported by the edwards field clinical specialist, during prep of the retroflex3 delivery system, it was noted that the balloon would not de-air. The operator changed out the stopcock and syringe but continued to pull back suboptimal amounts of air when trying to de-air the device. A second retroflex3 delivery system was prepped and used in the tavr procedure without issue.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation in a used condition. The delivery system was visually inspected for physical defects or extraneous matter under magnification. No visual abnormalities were observed. A gross leak was noted under the strain relief during functional testing. The leak would not allow the device to be de-aired and it was not possible to size the balloon. The strain relief was removed to investigate the leak. A tear of the outer shaft was observed at the location under the strain relief, just distal to the y-connector component. Upon closer inspection, both the pebax material and the wire braiding were partially separated. The unit was placed back together so that the seams aligned. The realignment seemed to indicate that the pebax material showed little evidence of stress as evident by the minimal amount of white discoloration. When placed under elongation and prolonged stress, the pebax material will stretch and create a white discoloration on the material. It appears that the tubing was subjected to a tear that may have propagated, as evidenced by the slight discoloration of the material. The inner diameter (ID) and outer diameter (od) measurements of the outer shaft just distal of the break were found to be within manufacturing specifications. A device history record (DHR) review of the affected work orders did not reveal any confirmed issues that could have contributed to the reported complaint. Engineering was able to confirm the complaint relating to prepping difficulties and leakage. Further investigation revealed a gross leak underneath the strain relief area on the complaint device. Upon removal of the strain relief, a partial separation of the outer shaft tubing was observed. Attempts to recreate the issue showed that only when there was either a tear or puncture in the tubing, a torsional or torquing action on the catheter can cause the tear to propagate and form a similar tearing pattern found in the returned device. At this time, it is difficult to conclusively state for this complaint that there was slight damage/tear to the tubing prior to use and that this was the failure mode that resulted in the full tear observed. A definitive root cause could not be determined at this time, and more investigation is currently being pursued. It should be noted that this failure mode is highly detectable during device preparation before use in the patient. The leak would not allow the device to be de-aired or able to size the balloon per preparation procedure. In this case, the leak was detected during preparation. A burst study was performed and results further support that it is highly unlikely that this failure mode would occur during device use in the patient. A manufacturing defect was confirmed on the returned sample. Although the criticality level for this failure mode is low, occurrence rates for this issue warrant further corrective action.